Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and analysis was performed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. The overlay tubing of the lead was extrinsically breached due to a cut. Visual summary analysis of the lead indicated apparent explant damage. Lead returned with the helix extended, tissue/blood visible on it. Helix stays extended, and helix stays retracted, no issue found with extension or retraction.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)

Event description:
It was reported that lead integrity alert (lia) was triggered due to impedance rise and sensing integrity counter (sic). The patient came into clinic the same day, device was disabled. Chest x-ray revealed the lead had dislodged. The doctor attempted to reposition the lead but after a short time elected to replace it with a new lead due to repositioning difficulties. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.